Event description:
A partial knee arthroplasty pt presented with transfusion hemosiderosis around the incision, with internal tissue presenting brown discoloration. The pt stated he did not have mental sensitivity, and already wore metal discs and had no reactions. The pt was revised to a total knee replacement.

Manufacturer narrative:
The surgeon stated that the revision was not due to any issues with the makoplasty components. The pt presented with a pathology that led to the revision. No blood metal test was performed on the pt. Add'l model #: 180616.